Event description:
Patient reported left side "microscopic examination reveals sections of a lesion composed of a fibrous wall devoid of epithelium that exhibits isolated foci of chronic inflammatory infiltrate composed of lymphocytes, histiocytes and plasma cells" and "fibrous pseudocapsule with mild chronic inflammation". Later, healthcare professional reported capsular contracture grade iii, discomfort and then pain, induration and pain on palpation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.